Manufacturer narrative:
The service engineer found the sample probe was out of position. The instrument was checked and the sampling fluidics were decontaminated. The sample probe and the liquid level detection were also adjusted. There have been no further issues with the instrument.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high vitamin d result for one patient sample from the cobas 6000 e 601 module serial number (B)(4). The initial result was >175 nmol/l and the repeat results were 37.4 nmol/l and 41.5 nmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The calibration and qc results were acceptable.